Manufacturer narrative:
The investigational analysis completed on 5/28/2019. The device was visually inspected and it was found in good conditions. During the second visual inspection, reddish brown material was observed inside the pebax. Electrical testing was performed and the catheter failed. Current leakage was observed inside rings #1 and #2. The connector was then dissected to determine the root cause of the electrical issue. Corrosion was observed on the connector pc board. Due to the observed corrosion, the catheter was then connected to the cool flow pump. No water leakage was observed. Additionally, scanning electron microscope (sem) testing was performed on the pebax area. The results showed evidence of mechanical damage, scratches, stress marks, and a hole on the pebax surface. It is possible that the damages were caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damages on pebax and the corrosion observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that 20 minutes after the stsf catheter was inserted in the cardiac cavity, after repeated ablation in the left superior pulmonary vein, blood clogged the irrigation hole. The catheter was removed outside the body, wiped, then inserted again to resume. A temperature rise was then observed. No adhesion of solid matter, such as thrombus was observed. However, the blood was soaked in the irrigation hole. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed blood and high temperature have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/5/2019, the bwi pal received the device for evaluation. Upon initial inspection, the product revealed no physical damage. During a second visual inspection, reddish brown material was observed inside the pebax sleeve. The observed reddish brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Although no internal parts were exposed, further testing was performed. On 5/9/2019, the bwi pal performed scanning electron microscope (sem) analysis and found evidence of mechanical damage, scratches, stress marks, and a hole were observed on the pebax surface. The observed hole on the pebax surface has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 5/9/2019.